Event description:
The lay user / patient contacted animas regarding a display/contrast issue. While troubleshooting it was confirmed that the blacklight does not work. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump powered on with a blank display. A test display screen was used to complete investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. An unresponsive contrast button is not likely to cause an adverse event as it does not affect insulin delivery.